Manufacturer narrative:
(B)(6): eval: results: eval of the returned product found that the battery springs are bent and the battery door is damaged. The alarm does power on and passes all functional testing. One of the screws that is used to hold the alarm case together is rusted. Note: posey instructions for use has a warning statement "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. (B)(6).

Event description:
The customer reported that the alarm has no power even with new batteries and no visible damage to the alarm case. There was no pt incident or injury reported. Inspection of the returned product found that the battery springs inside the unit bent and the battery door is damaged, the alarm does power on.